Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was fractured. Additionally, the physician could not completely extract the rv lead, specifically the coil, that the physician felt the need to use another lead. This lead was surgically abandoned. No additional adverse patient effects were reported.